Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation and capuslar contracture on the implant. The analysis results show that the device appeared intact. Leak testing was performed, and it revealed a rupture measuring approximately less than 0.1 cm in the anterior view. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 625cc saline prosthesis and experienced right sided deflation and baker¿s grade iii capsular contracture post procedure. As a result, the device was replaced with another mentor smooth round moderate profile 625cc saline prosthesis.